Manufacturer narrative:
(B)(4). Age at time of event: over 18 years old. (B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. The distal tip was damaged. Magnified inspection identified a pinhole in the balloon material at the proximal edge of the markerband. Microscopic examination presented no irregularities that could have contributed to the damage. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 04-aug-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 1.50mmx15mm maverick balloon catheter was advanced for dilation but device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed balloon pinhole.